Manufacturer narrative:
(B)(4). D10 : unknown cement- unknown item # and lot #. G2: report source: united kingdom. Literature: lachlan w. Arthur, priyanka ghosh, hasan r. Mohammad, stefano campi, benjamin j. L. Kendrick, david w. Murray, stephen j. Mellon. Polyethylene bearing wear is comparable for cemented and cementless oxford unicompartmental knee replacements: ten-year results of a randomized controlled trial. Wiley (pages 1-13). Doi: 10.1002/ksa.12042. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in journal article that a group of patients underwent a knee replacement. The purpose of the study was to measure bearing wear at 10 years in patients from a randomized trial. The study assessed wear rates in cemented and cementless groups with a clinically significant wear rate established as 0.025mm/year (0.5mm at 20 years). The article notes that the wear rate observed in the cemented group was 0.054mm, thus higher than the clinically significant threshold. This is an incidental finding with rsa analysis, and the patients remained asymptomatic with no treatment or intervention. There is no reported harm or injury to the patients, however this malfunction has caused a serious injury in the past. Due diligence has been completed for this complaint; to date all available additional information has been received

Manufacturer narrative:
This follow-up report is being submitted to relay additional information h3: product information is unknown. No product was returned, or pictures provided, visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined if any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.